Event description:
During service at baxter, a technician reported failure code 810:04 that was caused by the ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. There was no documented patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated.